Event description:
The surgeon reported that he was undertaking an operation on a distal radius fracture using variax dr plate and screws. He reported that allegedly he could not get the locking screw in the hole.

Manufacturer narrative:
The reported incident that locking screw, t7 diam.2.3x20mm was alleged of issue s-41 (poor fixation) could not be confirmed, since no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Tests using a new locking plate have revealed the following; the screw could be locked and unlocked without any issues. Therefore we were not able to comprehend the reported problem. Note that some discoloration on the screw as such, as well as some damages on the screw head are evident. The damages on the screw head may indicate some problems during screw placement. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
The surgeon reported that he was undertaking an operation on a distal radius fracture using variax dr plate and screws. He reported that allegedly he could not get the locking screw in the hole.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.